Event description:
It was reported a spectrum pump had an inoperable keypad. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the (.), #5, #6, #7, #8 and the #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (.) Key will occur following the selected key's function (e.g. When the #1 key is pressed, 1(.) Will be displayed. When in alphabetic mode and the abc key is selected, a will be displayed, along with a second audio response without interfering with the mdl drug search). Baxter has initiated a CAPA to further investigate the issue. The failed keypad has been replaced.